Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 300 mg/dl with polydipsia. The patient received no extraordinary treatment. During troubleshooting, customer support found no diabetes management issues, and did not identify any potential cause of the perceived inaccurate delivery. The basal and bolus histories were as expected. The bg excursion does not meet animas criteria for an adverse event. This complaint is being reported because the alleged inaccurate delivery issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: testing was unable to duplicate reported complaint. No defect was found. The last basal delivery was on (B)(6) 2014 and the last bolus delivered was on (B)(6) 2014. No alarms related to the complaint noted in the alarm history. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately.